Event description:
Doctor performed a total knee procedure on the pt utilizing a stryker navigation system. The dr alleges that the use of navigation pins may have contributed to the pt later developing a femur fracture. The dr treated the fracture with intramedullary nailing with a retrograde nail.

Manufacturer narrative:
The product was not returned for evaluation.